Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured vertically between the blades at 6atm for 30 seconds. The device was removed without problem with the usual method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.